Event description:
The account stated that the architect total bhcg assay has been consistently generating false elevated results on a female patient. The patient has a history of bhcg levels in the 23-24 miu/l range, however the patient is not pregnant. The physician is reportedly using the assay as a tumor marker in this case. The customer indicated that they are aware that the architect total bhcg assay package insert contains limitations of procedure stating that the architect total bhcg assay is not approved for use in tumor marker screening. The physician performed many different tests including exploratory surgery to check for tumors. No tumors were found for this patient, and no known complications were reported. The most recent bhcg results for this patient were 29 miu/l (undiluted), 40 miu/l (on a 1:5 dilution) and 46 miu/l (on a 1:10 dilution). All qc has been within the established range. The account sent the sample out to a reference lab for testing by an alternate method, and received a negative result of <1.0 miu/l. The account now believes the false positive results are due to the presence of heterophilic antibodies. The architect bhcg package insert includes reference to the possible interference of heterophilic antibodies as a cause for consistently elevated bhcg levels. There were no other patients known to show similar issues.

Event description:
During an oral procedure, the user sustained a minor burn on the finger less than 1/2 inch in size. No treatment was administered. Back up equipment was used and the procedure was completed as planned.

Manufacturer narrative:
(B)(4). No investigational testing was undertaken for this complaint the investigation addressed all available information relating to the complaint in question. As part of the investigation a review of the manufacturing and testing documentation was performed. In order to protect the patient management of our customers, final product release specifications are developed, to which every lot manufactured must meet prior to its release for sale. During our investigation the control and panel values obtained during final and product release testing were reviewed for architect total b-hcg assay reagent lot 70916jn00. The review demonstrated that all control and panel values were within specification and no adverse trends were observed. Additionally the performance of all architect total b-hcg reagents manufactured to date was analyzed using statistical process control (spc). Spc employs statistical techniques to measure and analyze the variation in a process. It is used to measure the consistency of processes used to manufacture a product. Spc detects any unusual variation in a process. Spc analysis of the final release test data for a reagent lots manufactured to date indicated lots are performing within the upper and lower specification limits and established control and panel limits. A comprehensive review of manufacturing data, in process and final release test data did not identify any issues that could impact the performance of the architect total b-hcg reagents manufactured to date. Additionally, an extensive review of the performance of architect total b-hcg assay in (B)(4) for peptide hormones and related substances was performed (jul 09, distribution (B)(4)). Results obtained concluded that architect total b-hcg is demonstrating desirable performance it was documented in the complaint ticket that the customer is using the architect total b-hcg assay as a tumor marker and believed the probable cause of the false positive results obtained was due to interfering substances such as heterophilic antibodies and using the architect total b-hcg assay outside the package insert claims ((B)(4)). We understand that you are aware of the known limitations of the architect total b-hcg. Assay however we would like to reiterate the following package insert limitations and claims. -heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products, can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. -if the hcg level is inconsistent with, or unsupported by, clinical evidence, results should be confirmed by an alternate hcg method. This may include the qualitative testing of urine. The absence of urinary hcg may suggest a falsely elevated serum result. Results may also be confirmed by performing serial dilutions of the sample. Usually, but not always, samples that contain interfering substances exhibit nonlinear results when diluted. We noted that that the customer performed a number of dilutions on the patient sample and obtained non linear results. Further more results obtained by an alternative method that has the capability of chelating heterophilic antibodies confirm the presence of such interfering substances. -infrequently, hcg levels may appear consistently elevated and could be due to, but not limited to, the presence of the following: - heterophilic antibodies - nonspecific protein binding - hcg-like substances - trophoblastic or nontrophoblastic neoplasms furthermore, we would like to highlight that the architect total b-hcg assay is cleared for use in the early detection of pregnancy only. It is not approved for any other uses such as tumor marker screening, tumor marker monitoring, etc... And it should not be performed for any other uses.

Manufacturer narrative:
This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.